Manufacturer narrative:
The field service engineer determined that the ise module was not draining properly and the seals on the syringes were not working properly. A vacuum solenoid was cleaned and seals were replaced. Preventive maintenance was performed. Calibration, controls, and precision studies were run and values from both channels of the analyzer matched. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received low results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. A physician questioned some sample results, so these samples were repeated on the same analyzer after re-calibrating and also a second analyzer. Data was provided for 4 patient samples and of these, 1 had discrepant na results. An incorrect result was reported outside of the laboratory for this sample. The customer declined to provide data from the second analyzer. The sample initially resulted with an na value of 157 mmol/l accompanied by a data flag. The sample was repeated three times, resulting with values of 154 mmol/l accompanied by a data flag, 161 mmol/l accompanied by a data flag, and 154 mmol/l accompanied by a data flag. The patient was not adversely affected.